Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose reading was 24 mg/dl. Emergency medical services was called due to the customer being passed out. The customer's current blood glucose reading is 132 mg/dl. The customer stated that the sensor was bent. The customer has a history of high and low readings. The customer declined to troubleshoot for low readings.